Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging "following examinations in early (B)(6) 2023, diagnosis of diffuse respiratory disorders predominantly at the bases, middle lobe and lingula. The doctors suspect the CPAP to be the cause of these disorders." In addition, the patient reported consulting with their general practitioner, an ear specialist and undergoing additional tests with a neurologist and cardiologist. Medical intervention was vestibular physiotherapy. The device has not yet been returned to the manufacturer for evaluation and there is no contact information for the initial reporter to gain additional information on the device. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.